Event description:
It was reported to vyaire medical that the bellavista 1000 had "auto shutdown" screen intermittent appears multiple times. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6, and h11. Results of investigation: to diagnose the issue, a known working power board was installed, which resolved the problem. This confirms that the root cause was a defective power board.